Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, with 510k number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I for one patient. The following results were provided (reference range < 26 ng/l): (B)(6)2025, sid (B)(6), initial run generated a aspiration error; repeat run result (not recentrifuged) = 444.3 ng/l; repeat result after recentrifugation= 0.9 ng/l (B)(6) and <0.1 ng/l (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70015ud00. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed from customers worldwide. The patient median values for the lot 70016ud00 (which contains the same bulk material as 70015ud00) are within the established limits and comparable to the historical reagent lot performance. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic or deficiency of the alinity I stat high sensitive troponin-I lot 70015ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I stat highly sensitive troponin-I for one patient. The following results were provided (reference range < 26 ng/l): (B)(6) 2025, sid (B)(6), initial run generated an aspiration error; repeat run result (not recentrifuged) = 444.3 ng/l; repeat result after recentrifugation= 0.9 ng/l ((B)(6)) and <0.1 ng/l ((B)(6)). There was no impact to patient management reported.